Manufacturer narrative:
Premature battery depletion was confirmed in the laboratory. The battery voltage was found to be lower than normal due to excess current drawn in the hybrid. High current was traced to vcc3 node in the hybrid. 2938836-2018-12406 is a follow-up for MFR number 2938836-2015-04414 for device evaluation.

Event description:
It was reported that the device reached eri prematurely. The device was explanted and replaced.